Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: primary UDI number - a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the posterior calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a thoracic endovascular aneurysm repair (tevar) procedure. Reportedly, two prostyle sutures were preplaced successfully. The sheath was upsized to 14f, and the tevar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Post-closure, standard practice of taking an image of the closure site was performed. It was noted the vessel was sinched down and cut off blood flow in the very tortuous artery as suturing caught the back wall. A stent was placed through contralateral access to open the vessel. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effect of occlusion is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.